Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had unknown pump error. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test however, the insulin pump alarmed hardware low level failures error during the self test and hardware low level failures error is found in the formatted history file due to broken traces at of the keypad assembly.